Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power up. A field service engineer inspected the device, removed the failed drawer 3.1 controller, replaced the module controller and updated the firmware. The engineer later replaced the half-height drawer with broken rails and verified functionality by running the hardware test application and having the customer confirm through application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering on and went offline in remote smart service. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.